Event description:
Pt reported rash all over her body when she started the med, she had to go to dermatologist and get steroid shot, she was also concern about other side effect, she has read including bone cancer.